Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted ¿ (B)(6).2015.

Event description:
Patient underwent a right hip revision procedure approximately 17 months post-implantation due to aseptic loosening, pain and leg length discrepancy. During the procedure, the femoral head, acetabular cup, and liner were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product code - lph. No product was returned; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: biomet collarless stem catalog#: 192407 lot#: 293390. Biolox head catalog# 650-1057 lot# 620470. Ringloc liner catalog# ep-105914 lot# 612010. Taper sleeve catalog# 650-1066 lot# 272260. Ringloc drill bit catalog# 31-323220 lot# 454120.